Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Through follow-up communication livanova learned that a bubble sensor was used as per the instruction for use thus, the bubble sensor would have act as a protection for air ingress. However, reportedly air did not reach the bubble sensor since the line was clamped earlier. A livanova field service representative was dispatched to the facility to investigate the device and the reported issue could not be confirmed. The affected device was requested back to the manufacturer site for investigation. No issues were detected during functional tests. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm did not close at a level alarm at the end of bypass while reinfusing blood at low speed. Reportedly, air was pulled into the revolution head. There was no report of patient injury.

Manufacturer narrative:
H.10: based on the information available, any hardware malfunction with the clamp can be ruled out. Therefore, the most likely root cause of the reported event is an incorrect set system by the user. Indeed, if an electrical remote-controlled tubing clamp is used with the cp5, the user has to assign the tubing clamp to the cp5 prior to use.

Event description:
See initial report